Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and competitor's left ventricular (lv) lead exhibited high out of range pace lead impedance measurements greater than 2,000 ohms. The patient recently underwent an open heart surgery, during which, the surgeon had accidentally cut the lv lead. A lead revision was planned. It was noted that the lv lead was still able to capture. The lv lead was subsequently turned off. Additional information indicated that the patient had not been checked since and no lead revision had been performed yet until the patient has recovered. Further, it was noted that the pocket was not opened after discovery of the out of range measurement and thus, the lead has not been tested with a pacing system analyzer (psa). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This product was electively replaced due to a system upgrade.